Manufacturer narrative:
Visual inspection reveled a kink at the distal section approximately at 1.5 cm from the distal tip while in the neutral position. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right curve was placed in the specified shaded area of the template; however, the left curve failed to reach the specified area, the device failed the dimensional test. Bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. Distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the result was found out of specification.

Event description:
It was reported that a catheter break occurred. A blazer prime xp was selected for a procedure however during the procedure it was noticed that the tip of the catheter broke after a few ablations. The procedure was completed using an irrigated blazer catheter with no patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter break occurred. A blazer prime xp was selected for a procedure however during the procedure it was noticed that the tip of the catheter broke after a few ablations. The procedure was completed using an irrigated blazer catheter with no patient complications occurred.